Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, no suture was attached, a cuff miss occurred. A second proglide device was used with the same results. A starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis indicated the device was partially deployed with both cuffs captured, the knot formed and the rail suture cut distal of the link. Based on the condition of the returned device, the reported needle to cuff miss is not confirmed. The analysis indicated incomplete or inadequate tissue capture and incomplete device deployment that would prevent achieving hemostasis with this device. The probable cause for the reported event was determined to be related to the operational context during use. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.